Event description:
It was reported the pump did not deliver a bolus insulin dose as programmed. The patient had a blood glucose reading of 300 mg/dl and programmed a bolus of 7.0 units. The patient claimed the pump did not deliver this bolus. A review of the pump history showed a bolus of 7.0 units delivered on that day; the patient claimed that was not the bolus he feels was not delivered. There were no issues with the infusion site and no air in the tubing. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.